Event description:
The customer observed a falsely elevated alinity c hemoglobin a1c result for one patient. The following data was provided: sample ID (B)(6) result was 129.5 mmol/mol, which was reported to the physician. The patient¿s previous result, in january, was 42 mmol/mol. Based on the elevated hemoglobin a1c result, the patient has been treated; however, no other information was provided. There was no impact to patient management reported.

Manufacturer narrative:
Correction/removal reporting number: 3016438761-06/16/22-001-c. During the investigation to this issue, internal data analysis found the current set value for low linearity range for the total hemoglobin is too low when analyzing whole blood or hemolysate samples with poor sample integrity, due to micro-clots and particulate matter, associated with low total hemoglobin values. It was identified that a revision to the total hemoglobin low linearity values for the alinity hemoglobin a1c whole blood and hemolysate applications was required. To address the linearity issue, for whole blood application, the thbwb low linearity value has been updated to 53.8278 umol/l; for the hemolysate application, the thbh low linearity value has been updated to 1250 umol/l to prevent the potential for falsely elevated results. A product correction letter was sent to all customers who have received impacted lots of the alinity c hemoglobin a1c reagent kit (list number 08p4320). The letter informs the customer of the issue and provides them with instructions for necessary actions to perform, which includes immediately installing the updated assay file versions (based on their impacted product and sample application) and then manually configuring the low linearity value. All available patient information was included. No additional information was provided.